Event description:
Patient presented to the physician with infection around the ipg pocket. Physician prescribed antibiotics. Patient presented back to the physician with continued infection at the ipg pocket. Physician brought the patient into the or and removed the entire system. This resolved the issue.